Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported receiving a motor error alarm on the insulin pump after bolus. Caller stated that these error occur periodically. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was not provided. No further information was provided.